Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a charge circuit time-out, long charge times and an inability to deliver high voltage therapy once it was at end of service (eos). The patient had required therapy for ventricular fibrillation (vf) and ventricular tachycardia (vt). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.